Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the receiver went to the new sensor screen after receiving an unknown message. The stated that there was some time lapse between receiving the message and the device prompting for a new sensor. During that time, his blood glucose dropped to 46 mg/dl; no specific symptoms were reported. Emergency medical technicians (emts) were called and treated him with glucose tablets, and he was in normal condition at the time of the report later the same day. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a transmitter failure. No additional patient or event information is available.